Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they have been getting irritation while using the pod. They have had itchiness during wear and it looks like a rash has also developed. The patient visited their doctor and received a prescription for two cortisone creams (triamcinolone and acetonide).